Event description:
Received info regarding the pt line disconnecting from the cartridge. Customer's blood glucose levels went a "little high" but went down and were being managed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up supplemental report will be filed.